Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the physician found that the hemostats were not closing properly, but continued to use them. When the physician stretched the spacer disk using the hemostat, the hemostat broke approximately 3 cm from the distal tip. The hemostat was replaced with a hospital stored pair to complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the physician found that the hemostats were not closing properly, but continued to use them. When the physician stretched the spacer disk using the hemostat, the hemostat broke approximately 3 cm from the distal tip. The hemostat was replaced with a hospital stored pair to complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over (B)(6). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Physical analysis of the fracture surface revealed voids in the material and other casting imperfections that might have contributed to the failure. Based on the event description and physical examination of this and other returned broken hemostats, the most probable root cause is supplier manufacturing. A corrective action has been initiated to address this issue. A device history record (DHR) review of lot number 15044317 was performed and revealed no issues related to the reported complaint. A lot history search found no other complaints against lot number 15044317.